Event description:
On (B)(6)/2009, pt reported the plunger on her primary infusion device is stuck to the piston rod. Pt stated this happened about 2 days ago during the change the cartridge procedure. Pt reported the insulin cartridge was empty; however, stated a unit of insulin may have spilled inside of the infusion device. Pt stated she switched to her backup infusion device at that time. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On f/u call on (B)(6)/2009, the pt was assisted in successfully detaching the plunger from the piston rod.

Manufacturer narrative:
No product will be returned for eval.